Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons must sometimes be pressed harder. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had no delivery alert and low reservoir alarm and then no other alarm. The device will not be returned for analysis.